Event description:
The tip of the guidewire was found to be cracked upon opening the package. The product was not clincally used in the pt. There was no report pt injury.

Manufacturer narrative:
Analysis of the returned device demonstrated that the coil wire had been stretched suggesting that the device had been removed from its protective hoop incorrectly. The reported stretched distal tip coiled section was confirmed. "The stretched coil damage to the distal tip suggested that the specimen was removed from the dispenser assembly distally,or came under constraint while being withdrawn proximally, resulting in the distal tip region coming under tensile loading. No additional relevant clinical info was provided to provide background to this event, beyond "the report from the account stated that the tip of the guidewire was found to be cracked upon opening the package." Since the original packaging was not included with the specimen return, determination of what factors may have impacted on the clinical event as reported would be speculative. These observations and suppositions were based on the evidence presented by the sampler article and the supporting documentation." With the available information, device handling may have contributed to the event.